Manufacturer narrative:
Date of event corrected from (B)(6) 2016 to unk. Device evaluation- lens was returned with moisture in a microcentrifuge vial. Visual inspection found residue on lens surface and no visible damage to the lens. Patient code- 2227 added to the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Event: the reporter indicated the lens exchange resolved the problem. Device evaluated by MFR : device evaluation: the lens was returned in a micro-centrifuge vial with moisture/residue on lens. Visual inspection found no visible damage to the lens. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -14.0/+2.5/092 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to glare/halos. The lens was exchanged for a different model lens (vticm). The reporter indicated the cause of the event was due to patient related factor and device.